Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013013176); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013291800); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was implanted for severe aortic stenosis (aortic valve area 0.72 and pre-procedure peak/mean gradient 88/41 mmhg). Pre-dilatation was performed with a 22 mm balloon, and access was obtained via the right femoral artery. The valve was initially deployed to 80% with a depth of 3 mm on the non-coronary cusp and 4 mm on the left coronary cusp, then fully deployed with a final depth of 0 mm on the non-coronary cusp and 5 mm on the left coronary cusp. After deployment, mild-to-moderate paravalvular leak was observed, with no aortic insufficiency and no transvalvular gradient reported. Post-dilatation for paravalvular leak was deferred due to shallow depth on the non-coronary cusp. The patient remained hemodynamically stable with no other complications during or after the procedure, and no patient impact or injury was reported. No patient complications have been reported as a result of this event.